Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the rigid bronchoscopy with the device, abnormal endoscopic image with stripes was displayed on the monitor. The failure was resolved temporarily when the user swung the cable of the device. The user completed the procedure by using the device. The user found that there was the cable of the device break. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the cable of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the cable of the device was broken by excessive stress. The instruction manual of the device states the corresponding method in case of an abnormality.